Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the display screen was cloudy and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2018 with the following findings: on examination, there was no evidence of cloudiness to the display. On investigation, the pump powered on to a clear and legible display screen. Moisture was confirmed in the battery compartment due to a moisture leak at a crack in the battery compartment. There was no moisture found in the pump's interior compartment.